Manufacturer narrative:
Device power up properly after battery installation. No unexpected replace battery now alarms were noted. Power loss alarms were noted after the power error per long trace history file. Low battery alarms and power error confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm power error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Device received with cracked case at reservoir tube lip and battery tube threads. Device received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were only last a week. Device would alarm a low battery alert 2 minutes before alarming a replace battery now alert. Customer's blood glucose was unknown. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.